Manufacturer narrative:
The lot number of the device involved in the reported event was not provided therefore we were unable to review the manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in the (B)(6) stated that during a procedure, the surgeon saw a particle coming out of the irrigation port. The particle was removed from the eye. There was no report of injury or consequences to the patient.

Manufacturer narrative:
The device involved in the reported event was not returned. Only one small white colored particle was received taped to a piece of cardstock with foam on the other side. The entire card stock was covered with what appeared to be a medical grade tape. The examination of the card found one lump under the tape which presumably was the particle. The white-colored particle on the card stock was sent to the lab where it was analyzed using an energy dispersive spectrometer (eds) and photographed using an optical stereo microscope. The eds analysis indicated that the white colored particle and the card stock substrate both consist primarily of carbon. Lesser concentrations of oxygen and sodium were also detected. These analysis indicated that the white-colored particle consists of the same material as the card stock itself and it is a result of a forming error of the card stock. The actual particle seen by the surgeon in the patient's eye is not the same particle sent to bausch+lomb for analysis.